Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple empty cartridge alarms occurred. Customer¿s blood glucose value was 180 mg/dl. The customer was instructed to load a new cartridge to address the issue. Customer declined tandem technical support to follow-up regarding the reported issue.